Event description:
It was reported that during a surgical procedure involving the handle, there were firing issues, specifically partial firing, and an excessive load message was displayed, and the staples were poorly formed. These issues resulted in an extended surgical time of 15 minutes. To resolve the firing issue, an extra load was used to complete the cut. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (sn: (B)(6) unknown egia su, unknown endo gia sulu (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.